Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer 3 not being recognized on the bus. A field service engineer reseated the cables in drawer 3 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ machine required maintenance for two drawers, as the device was not connected to the communication bus. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.